Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] abdominal pain [abdominal pain] constant laryngeal discomfort [laryngeal discomfort] chronic fatigue [chronic fatigue] slightly yellow vaginal discharge [vaginal discharge abnormality] mastosis [mastopathy] joint pain (carpal tunnel from working) [carpal tunnel syndrome] morning myalgia [myalgia] scapulalgia [scapula pain] intermittent cruralgia [cruralgia] pain in the lower limbs [pain of lower extremities] heavy legs effect [heaviness in leg] popliteal compression sensation [leg discomfort] tooth fracture [tooth fracture] tension headaches [tension headaches] asthenia [asthenia] mixed anxiety and depressive disorder [mixed anxiety and depressive disorder] intestinal functional disorder [intestinal functional disorder] poor tolerance for certain foods [food intolerance] constipation [constipation] diarrhoea [diarrhoea] tinnitus [tinnitus] joint pain [joint pain] venous insufficiency [venous insufficiency]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-aug-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted (lot no. He011sk) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lithiasis (cholecystectomy secondary to lithiasis (B)(6) 2010 - since) and cholecystectomy in 2010, elective abortion in 2009 and smoker (stopped smoking 2007), metrorrhagia, gestational diabetes, parity 1, gravida ii, epigastric pain, diarrhoea, arnold neuralgia, neck pain and cycling accident (bike fall, whiplash at around 22 years of age>>sequelae of neck pain + arnold's neuralgia). Previously administered products included: copper iud. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 340 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), laryngeal discomfort ("constant laryngeal discomfort") and fatigue ("chronic fatigue"). In 2018 she experienced vaginal discharge ("slightly yellow vaginal discharge"), breast disorder ("mastosis"), carpal tunnel syndrome ("joint pain (carpal tunnel from working)"), myalgia ("morning myalgia"), musculoskeletal pain ("scapulalgia"), sciatica ("intermittent cruralgia"), pain in extremity ("pain in the lower limbs"), heaviness in leg ("heavy legs effect"), leg discomfort ("popliteal compression sensation"), tooth fracture ("tooth fracture"), tension headache ("tension headaches"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("mixed anxiety and depressive disorder"), functional gastrointestinal disorder ("intestinal functional disorder"), food intolerance ("poor tolerance for certain foods"), constipation ("constipation"), diarrhoea ("diarrhoea"), tinnitus ("tinnitus"), arthralgia ("joint pain") and peripheral venous disease ("venous insufficiency"). The patient was treated with fluoxetine (fluoxetine hydrochloride) and bromazepam arrow. At the time of the report, the functional gastrointestinal disorder, food intolerance, constipation and diarrhoea were resolving and the pelvic pain, abdominal pain, vaginal discharge, pain in extremity, tooth fracture, asthenia, mixed anxiety and depressive disorder, tinnitus and arthralgia had not resolved. The outcomes for laryngeal discomfort, fatigue, breast disorder, carpal tunnel syndrome, myalgia, musculoskeletal pain, sciatica, heaviness in leg, leg discomfort and tension headache were unknown. No causality assessment was received for essure with regard to laryngeal discomfort, fatigue, abdominal pain, pelvic pain, vaginal discharge, breast disorder, carpal tunnel syndrome, myalgia, musculoskeletal pain, sciatica, pain in extremity, heaviness in leg, leg discomfort, tooth fracture, tension headache, asthenia, mixed anxiety and depressive disorder, functional gastrointestinal disorder, food intolerance, constipation, diarrhoea, tinnitus, arthralgia or peripheral venous disease. The reporter commented: following the insertion of 2 essure implants, an accumulation of diffuse symptoms occurred throughout the body, with no proven link between them. Medical tests have not revealed any direct and evident causes for each of these symptoms. Period of occurrence: during the (B)(6) 2018 school holidays. Diagnostic results (normal ranges are provided in parenthesis if available): [ear, nose and throat disorder] (date unknown): normal [human papilloma virus test] in (B)(6) 2024: negative [hysteroscopy] on (B)(6) 2017: without anaesthesia using a 4.2 mm bettocchi hysteroscope. Continuous irrigation with physiological saline. Passed through the cervix under visual control. Identification of ostia that are visible and accessible. Insertion of two essure type implants without incident following usual procedure, 4 turns of the coil to the right, 2 to the left. Duration of the procedure = 3 minutes. Very good tolerance (visual analogue scale = 0.1.1.0 ). Immediate discharge. Indication to continue effective contraception for three months and to have a follow-up x-ray after this period in order to verify the effectiveness of the procedure. [Mammogram] in 2024: not available. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] abdominal pain [abdominal pain] constant laryngeal discomfort [laryngeal discomfort] chronic fatigue [chronic fatigue] slightly yellow vaginal discharge [vaginal discharge abnormality] mastosis [mastopathy] joint pain (carpal tunnel from working) [carpal tunnel syndrome] morning myalgia [myalgia] scapulalgia [scapula pain] intermittent cruralgia [cruralgia] pain in the lower limbs [pain of lower extremities] heavy legs effect [heaviness in leg] popliteal compression sensation [leg discomfort] tooth fracture [tooth fracture] tension headaches [tension headaches] asthenia [asthenia] mixed anxiety and depressive disorder [mixed anxiety and depressive disorder] intestinal functional disorder [intestinal functional disorder] poor tolerance for certain foods [food intolerance] constipation [constipation] diarrhoea [diarrhoea] tinnitus [tinnitus] joint pain [joint pain] venous insufficiency [venous insufficiency] cervico-occipital neuralgias [cervicobrachialgia] degenerative changes in the sacroiliac joints [sacroiliac joint dysfunction] compression of the median [nerve compression] pain in the left iliac fossa [iliac fossa pain] intermittent pyrosis [heartburn] pharyngeal discomfort [pharynx discomfort] episodes of bacterial cystitis [cystitis bacterial] persistent left cervical discomfort [uterine cervical pain] laryngeal discomfort [laryngeal discomfort] intermittent functional disorders [intestinal functional disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-aug-2025. The most recent information was received on 16-apr-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted (lot no. He011sk) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of metrorrhagia in 2013, metrorrhagia in 2012, lithiasis (cholecystectomy secondary to lithiasis (B)(6) 2010 - since) and cholecystectomy in 2010, elective abortion in 2009, parity 1 in 2008, smoker in 2007 and vaginal discharge, metrorrhagia, arnold neuralgia, cervical vertebra injury, past tobacco smoking, retroverted uterus, headache, sacroiliac joint dysfunction, arnold neuralgia, cervical vertebra injury, retroverted uterus, epigastric pain, diarrhea, lithiasis, cholecystectomy, hashimoto's thyroiditis, smoker (stopped smoking 2007), metrorrhagia, gestational diabetes, gravida ii, epigastric pain, diarrhoea, arnold neuralgia, neck pain and cycling accident (bike fall, whiplash at around 22 years of age>>sequelae of neck pain + arnold's neuralgia). Previously administered products included: copper iud, copper iud and iud nos. Concurrent conditions were listed as tinnitus, vaginal discharge, constipation, diarrhea, asthenia, neuralgia, tooth fracture, laryngeal discomfort, muscle pain, leg pain, joint pain, iliac fossa pain, carpal tunnel syndrome, umbilical hernia, burning sensation and cystitis bacterial. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 340 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), a first episode of laryngeal discomfort ("constant laryngeal discomfort") and fatigue ("chronic fatigue"). In 2018 she experienced vaginal discharge ("slightly yellow vaginal discharge"), breast disorder ("mastosis"), carpal tunnel syndrome ("joint pain (carpal tunnel from working)"), myalgia ("morning myalgia"), musculoskeletal pain ("scapulalgia"), sciatica ("intermittent cruralgia"), pain in extremity ("pain in the lower limbs"), heaviness in leg ("heavy legs effect"), leg discomfort ("popliteal compression sensation"), tooth fracture ("tooth fracture"), tension headache ("tension headaches"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("mixed anxiety and depressive disorder"), a first episode of functional gastrointestinal disorder ("intestinal functional disorder"), food intolerance ("poor tolerance for certain foods"), constipation ("constipation"), diarrhoea ("diarrhoea"), tinnitus ("tinnitus"), arthralgia ("joint pain") and peripheral venous disease ("venous insufficiency"). On unknown date she experienced cervicobrachial syndrome ("cervico-occipital neuralgias"), sacroiliac joint dysfunction ("degenerative changes in the sacroiliac joints "), nerve compression ("compression of the median nerve"), abdominal pain lower ("pain in the left iliac fossa"), dyspepsia ("intermittent pyrosis"), oropharyngeal discomfort ("pharyngeal discomfort "), cystitis bacterial ("episodes of bacterial cystitis"), uterine cervical pain ("persistent left cervical discomfort"), a second episode of laryngeal discomfort ("laryngeal discomfort ") and a second episode of functional gastrointestinal disorder ("intermittent functional disorders"). The patient was treated with fluoxetine (fluoxetine hydrochloride) and bromazepam arrow. At the time of the report, the food intolerance, constipation and diarrhoea were resolving and the pelvic pain, abdominal pain, vaginal discharge, pain in extremity, tooth fracture, asthenia, mixed anxiety and depressive disorder, tinnitus and arthralgia had not resolved. The outcomes for fatigue, breast disorder, carpal tunnel syndrome, myalgia, musculoskeletal pain, sciatica, heaviness in leg, leg discomfort, tension headache, cervicobrachial syndrome, sacroiliac joint dysfunction, nerve compression, abdominal pain lower, dyspepsia, oropharyngeal discomfort, cystitis bacterial, uterine cervical pain, the last episode of laryngeal discomfort and the last episode of functional gastrointestinal disorder were unknown. The reporter considered abdominal pain lower, cervicobrachial syndrome, cystitis bacterial, dyspepsia, the second episode of functional gastrointestinal disorder, the second episode of laryngeal discomfort, nerve compression, oropharyngeal discomfort, sacroiliac joint dysfunction and uterine cervical pain to be related to essure administration. No causality assessment was received for essure with regard to the first episode of laryngeal discomfort, fatigue, abdominal pain, pelvic pain, vaginal discharge, breast disorder, carpal tunnel syndrome, myalgia, musculoskeletal pain, sciatica, pain in extremity, heaviness in leg, leg discomfort, tooth fracture, tension headache, asthenia, mixed anxiety and depressive disorder, the first episode of functional gastrointestinal disorder, food intolerance, constipation, diarrhoea, tinnitus, arthralgia or peripheral venous disease. The reporter commented: following the insertion of 2 essure implants, an accumulation of diffuse symptoms occurred throughout the body, with no proven link between them. Medical tests have not revealed any direct and evident causes for each of these symptoms. Period of occurrence: during the february 2018 school holidays. 4 coils at the right and 2 coils at the left. The procedure was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): [ear, nose and throat disorder] (date unknown): normal [human papilloma virus test] in (B)(6) 2024: negative [hysteroscopy] on (B)(6) 2017: without anaesthesia using a 4.2 mm bettocchi hysteroscope. Continuous irrigation with physiological saline. Passed through the cervix under visual control. Identification of ostia that are visible and accessible. Insertion of two essure type implants without incident following usual procedure, 4 turns of the coil to the right, 2 to the left. Duration of the procedure = 3 minutes. Very good tolerance (visual analogue scale = 0.1.1.0). Immediate discharge. Indication to continue effective contraception for three months and to have a follow-up x-ray after this period in order to verify the effectiveness of the procedure. [Mammogram] in 2024: not available [oesophagogastroscopy] on (B)(6)2020: no abnormalities were found [ultrasound abdomen] on (B)(6) 2023: it was revealed a small umbilical hernia and a benign lesion. No intraperitoneal effusion or digestive distension. There was a hypodense area of 16 mm compatible with either a biliary cyst or a hemangioma. Essure was in place. [Ultrasound thyroid] on (B)(6) 2019: persistent left cervical discomfort. It was found less inflammatory thyroiditis at the left compared [x-ray of pelvis and hip] on (B)(6) 2018: no abnormality explaining the symptoms was found but a hemangioma of hepatic segment vi was discovered. Degenerative changes in the sacroiliac joints found. Batch number: he011sk; manufacture date: 29-feb-2016; expiration date: 28-feb-2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-apr-2026: medical record received. New events tinnitus, joint pain, peripheral venous disease, degenerative changes in the sacroiliac joints, compression of median nerve, pain in left iliac fossa, intermittent pyrosis, pharyngeal discomfort, bacterial cystitis, left cervical discomfort, laryngeal discomfort, intestinal functional disorder were added. Medical history, concomitant conditions, lab data & additional reporter added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] abdominal pain [abdominal pain] constant laryngeal discomfort [laryngeal discomfort] chronic fatigue [chronic fatigue] slightly yellow vaginal discharge [vaginal discharge abnormality] mastosis [mastopathy] joint pain (carpal tunnel from working) [carpal tunnel syndrome] morning myalgia [myalgia] scapulalgia [scapula pain] intermittent cruralgia [cruralgia] pain in the lower limbs [pain of lower extremities] heavy legs effect [heaviness in leg] popliteal compression sensation [leg discomfort] tooth fracture [tooth fracture] tension headaches [tension headaches] asthenia [asthenia] mixed anxiety and depressive disorder [mixed anxiety and depressive disorder] intestinal functional disorder [intestinal functional disorder] poor tolerance for certain foods [food intolerance] constipation [constipation] diarrhoea [diarrhoea] tinnitus [tinnitus] joint pain [joint pain] venous insufficiency [venous insufficiency]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-aug-2025. The most recent information was received on 02-sep-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted (lot no. He011sk) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lithiasis (cholecystectomy secondary to lithiasis (B)(6) 2010 - since) and cholecystectomy in 2010, elective abortion in 2009 and smoker (stopped smoking 2007), metrorrhagia, gestational diabetes, parity 1, gravida ii, epigastric pain, diarrhoea, arnold neuralgia, neck pain and cycling accident (bike fall, whiplash at around 22 years of age>>sequelae of neck pain + arnold's neuralgia). Previously administered products included: copper iud. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 340 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), laryngeal discomfort ("constant laryngeal discomfort") and fatigue ("chronic fatigue"). In 2018 she experienced vaginal discharge ("slightly yellow vaginal discharge"), breast disorder ("mastosis"), carpal tunnel syndrome ("joint pain (carpal tunnel from working)"), myalgia ("morning myalgia"), musculoskeletal pain ("scapulalgia"), sciatica ("intermittent cruralgia"), pain in extremity ("pain in the lower limbs"), heaviness in leg ("heavy legs effect"), leg discomfort ("popliteal compression sensation"), tooth fracture ("tooth fracture"), tension headache ("tension headaches"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("mixed anxiety and depressive disorder"), functional gastrointestinal disorder ("intestinal functional disorder"), food intolerance ("poor tolerance for certain foods"), constipation ("constipation"), diarrhoea ("diarrhoea"), tinnitus ("tinnitus"), arthralgia ("joint pain") and peripheral venous disease ("venous insufficiency"). The patient was treated with fluoxetine (fluoxetine hydrochloride) and bromazepam arrow. At the time of the report, the functional gastrointestinal disorder, food intolerance, constipation and diarrhoea were resolving and the pelvic pain, abdominal pain, vaginal discharge, pain in extremity, tooth fracture, asthenia, mixed anxiety and depressive disorder, tinnitus and arthralgia had not resolved. The outcomes for laryngeal discomfort, fatigue, breast disorder, carpal tunnel syndrome, myalgia, musculoskeletal pain, sciatica, heaviness in leg, leg discomfort and tension headache were unknown. No causality assessment was received for essure with regard to laryngeal discomfort, fatigue, abdominal pain, pelvic pain, vaginal discharge, breast disorder, carpal tunnel syndrome, myalgia, musculoskeletal pain, sciatica, pain in extremity, heaviness in leg, leg discomfort, tooth fracture, tension headache, asthenia, mixed anxiety and depressive disorder, functional gastrointestinal disorder, food intolerance, constipation, diarrhoea, tinnitus, arthralgia or peripheral venous disease. The reporter commented: following the insertion of 2 essure implants, an accumulation of diffuse symptoms occurred throughout the body, with no proven link between them. Medical tests have not revealed any direct and evident causes for each of these symptoms. Period of occurrence: during the (B)(6) 2018 school holidays. Diagnostic results (normal ranges are provided in parenthesis if available): [ear, nose and throat disorder] (date unknown): normal [human papilloma virus test] in (B)(6) 2024: negative [hysteroscopy] on (B)(6) 2017: without anaesthesia using a 4.2 mm bettocchi hysteroscope. Continuous irrigation with physiological saline. Passed through the cervix under visual control. Identification of ostia that are visible and accessible. Insertion of two essure type implants without incident following usual procedure, 4 turns of the coil to the right, 2 to the left. Duration of the procedure = 3 minutes. Very good tolerance (visual analogue scale = 0.1.1.0). Immediate discharge. Indication to continue effective contraception for three months and to have a follow-up x-ray after this period in order to verify the effectiveness of the procedure. [Mammogram] in 2024: not available batch number: he011sk; manufacture date: 29-feb-2016; expiration date: 28-feb-2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.